Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, lot/serial #: 043 rev. 2 ; product ID: bi71000424, lot/serial #: 034 rev. 2 h3) the umbilical cable (product ID: bi71000167) was returned for analysis. Continuity test passed and was installed into a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No failure was found. Codes b01, c19, d14 are applicable. Returned: 2024-aug-27 rear panel bracket (product ID: bi71000424) was returned for analysis. Visual inspection confirmed the mounting hardware for the dongle was broken and damaged. The standoff hardware that secures the dongle connection to the rear cab brkt panel was damaged. Codes b01, c07, d02 are applicable. Returned: 2024-sep-05 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: product bi71000194, lot number: 460325 rev. E was received by the manufacturer for analysis. Visual inspection passed. The hand switch was installed into a test system. System booted and readied. When actuated, the 3d button was intermittent when acquiring an image. 2d and store button are functioning as expected when pressed. Faulty hand switch. An electrical failure was confirmed. C02 is applicable. Previously reported codes b01 and d02 are also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was a 3d scan interrupted during process. 2d scans worked properly, they gantry was able to spn the 360 degrees, the door closed properly, and the draping was not stuck in the gantry. The 3d scans worked with the footswtich, so it was suspected that the handswitch was bad.  There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include:  product ID: bi71000194, lot number: unknown product ID: bi71000954, lot number: unknown product ID: bi71000424, lot number: unknown product ID: bi71000167, lot number: unknown g2: foreign country - switzerland medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after log review and troubleshooting, it was determined that the umbilical cable and breakout panel were mechanically damaged, including the connector parts. The umbilical cable, breakout panel, and x-ray handswitch were replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, c09 fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.